Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the conductor were stretched and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the conductors were stretched, the outer insulation was breached cut and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) and two leads were returned from an unknown source with no information. Information identified in the manufacturer's database noted the patient died twelve months post the implant of the ipg system. Cause of death was requested and not received.